Event description:
It was reported, during the endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician inserted the scope into the gastrointestinal (gi) tract, and once the scope was in the stomach, the doctor and staff noticed the distal end cap came loose and was in the stomach. The ercp scope was removed and an esophagogastroduodenoscopy (egd) scope was inserted into the gi tract. A roth net was used to capture the scope cap, however upon pulling the scope and the roth net out of the patient, the cap slipped in the oral cavity and could not initially be located with a gastroscope or palpation. The patient was intubated and the tip was removed manually.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to fields (h7 and h9). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reportable malfunction occurred due to the distal end cover was used without being properly attached and dropped off due to the load during the case. Additionally, since it is difficult to visually detect the state of attachment of this product, it is feasible that the description in the previous instructions for use (IFU) was insufficient. The root cause of the reported event could not be identified. Furthermore, olympus has revised the IFU to add detailed inspection and attachment instructions for the distal cover. The event can be detected and/or prevented by following the instructions for use which state: (IFU at time of occurrence) - section 8.2 "inspection of the distal cover" "should any irregularity be observed when inspecting the distal cover, do not use it. A distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the distal cover could cause patient injury." "Confirm that the distal cover is free from any irregularities such as cracks, chips, pinholes, or deformation." (IFU at time of occurrence) section -9.3 "attaching the distal cover" "never use a distal cover with cracks or pinholes. Replace it with a new one. If a distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the distal cover with cracks may cause patient injury due to sharp edges." "Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover or the endoscope. These products may cause cracks in the distal cover. If a distal cover with cracks is used, it may cause patient injury such as: - thermal injury from electric current leaks when performing high-frequency cauterization treatment." "Gently hold the distal part of the bending section and the distal cover. Align the opening side of the distal cover with the lens side of the distal end of the endoscope." "Put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover." "Hold the distal part of the bending section. Pull the distal cover gently to confirm that the distal cover on the distal end of the endoscope does not slip and come off." "Twist the distal cover gently in both directions and confirm that the distal cover on the distal end of the endoscope does not slip and come off." "Confirm that the distal cover is free of cracks or deformation." (Revised IFU) "detailed instructions and notes on how to inspect and attach the distal cover have been added to sections 9.3 and 9.4 of the instructions for use. " olympus will continue to monitor field performance for this device.